Manufacturer narrative:
The mariner screws were discarded by the surgeon and therefore not available for investigation. However, the fractures were confirmed via the provided x-rays and explant photos. No further information was provided. Review of labeling: possible adverse events. Bending, disassembly, or fracture of implant and components.

Event description:
Seaspine was made aware on (B)(6) 2023 of post-operative screw fractures consisting of seaspine's mariner pedicle screw system. It was reported that two screws fractured at the neck. The screw heads were removed and discarded; it is unknown if the screw shanks were removed or remain in-situ. The index and revision surgery dates were not provided.